Event description:
It was reported by the nurse practitioner (np) that the patient's device may have reached end of service prematurely. The programming history available in the internal programming history database was reviewed and no anomalies were found. The diagnostics were within normal limits; however, the battery life indicator showed ifi = yes (intensified follow-up indicator). It was noted the physician lowered the vns settings and programmed the autostimulation off in order to preserve the vns battery. The patient's mother later reported an increase in seizures due to the decreased settings. The device history record was reviewed and it was found that the trim test for this generator occurred on (B)(6) 2015 and may have been laser routed. Attempts for additional information are underway.

Event description:
Patient underwent generator and lead explant. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
"The serial number of the device was confirmed to be a laser-routed device." This information was inadvertently left off of the initial MFR. Report.

Event description:
The serial number of the device was confirmed to be a laser-routed device. Data from the vns programming history database was decoded and reviewed. The information showed the device voltage had reached a value consistent with the ifi = yes (intensified follow-up indicator) condition; however, the percent of battery consumption showed the device still had approximately 86% battery life remaining. The diagnostic values were within normal limits indicating the device was providing therapy as intended.